Manufacturer narrative:
For 1 of the events, the investigation did not identify a product problem. The cause of the event could not be determined. For 1 of the events, the investigation is currently ongoing. The reported event involved an automated analytical device which is serviced in the field and not routinely returned for investigation. This device is not labeled for single use and is not reprocessed or reused.

Event description:
This report summarizes <noe>2</noe> malfunction events. Erroneous high results were generated by the cobas 8000 cobas e 602 module. The events involved a total of 3 patients with the following: 2 erroneous results for elecsys hcg + beta test system and 1 erroneous result for elecsys ca 19-9 immunoassay. The patients' ages were requested but were not provided. The patients' weights were requested but were not provided. The patients' genders were requested but were not provided. The patients' races were requested but were not provided. The patients' ethnicities were requested but were not provided.

Manufacturer narrative:
For the remaining event, the investigation determined the issue was due to poor pre-analytic handling by the customer. There was no malfunction of the device.